Event description:
It was reported that the customer experienced high blood glucose levels. And that the sensor and blood glucose reading had discrepancies. The blood glucose reading was 461 mg/dl, compared with the sensor glucose reading of 123 mg/dl. The customer stated that her blood glucose levels kept going high. She also had an unexplained high blood glucose reading in the morning of 336 mg/dl. The most recent blood glucose reading was 123 mg/dl. She declined troubleshooting due to having a headache and being under stress. She advised that she would have her husband change the infusion set to see if that was the issue. She stated that she would call back when she felt better to troubleshoot the issue. She was advised to notify her doctor about the high blood glucose events. Nothing further reported.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.